Event description:
It was reported that while using the surgical fiber during a prostate procedure, the cap detached at 301,645 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber's metal cap was found to be detached; the metal cap was not returned and its location can not be confirmed. There was no indication or report of any part of the device remaining inside the patient. The glass cap was found to show of devitrification, however was attached and intact. The identified issues may activate the fiber life function which would modulate the power showing a pulsing beam and diminished tissue vaporization efficiency, or the system would be placed into standby mode. The probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or anatomical/procedural factors encountered during the procedure.